Event description:
During the service evaluation process conducted at the manufacturer facility it was observed that the adjustment screw cap had broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
During the service evaluation process conducted at the manufacturer facility it was observed that the adjustment screw cap had broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.